Event description:
The customer reported via phone call that they were taken by ambulance to the hospital due to a high bg of 284mg/dl on (B)(6) 2020. Customer stated that retainer ring was damaged. The customer also reported that the reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set. Update: customer went to the hospital for covid-19 and not for any diabetes/medtronic product related incident. Pump was not damaged prior to the dog chewing the device. Dog damaged the pump.

Manufacturer narrative:
Updated section b4 of this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was received with blank display due to dog chew marks all over the pump, physically damage electrical board, broken reservoir tube lip, partially broken retainer and missing display window cover. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. Device was received with a scratched case, cracked lcd window, and keypad overlay texture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was received with blank display due to dog chew marks all over the insulin pump, physically damage electrical board, broken reservoir tube lip, partially broken retainer and missing display window cover. Device p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Device was received with a scratched case, cracked lcd window, and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer stated that retainer ring was damaged. The customer also reported that the reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.